Manufacturer narrative:
Product complaint # (B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what anatomical structure was being ablated? Left femur. Why were multiple pass attempts required? To properly line the probe up with the nidus was there resistance felt or lateral pressure needed to insert the probe? "I don't believe so. Tried to go straight through where I had drilled. But we did reposition 3 times." What is the healthcare professional¿s experience with bone ablation procedures? "First bone ablation." Was the ablation completed in the initial procedure? No. What was the reason for the second procedure to retrieve the tip? Not going to leave a foreign body in the patient. What was done during the reoperation? Patient was sent to the or for surgical removal was the tip successfully retrieved? "Yes." Was any additional medical or surgical treatment done besides the tip retrieval? "Orthopedic surgeon over drilled the osteoid osteoma in the or during tip retrieval." Was the probe saved? If so, will it be returned for analysis? Probe was saved by facility risk management. Not available for return what is the current status of the patient? Treated.

Event description:
It was reported that during a microwave ablation procedure on a osteoid osteoma patient, a pr15xt was placed through a 13g introducer. Multiple pass attempts (3) to get the probe into the right location. After the third try the physician removed the probe and noticed the tip was missing. The patient was sent for a CT scan and found that the tip was still inside of the patient. The procedure was not successfully completed. The patient was sent to surgery from CT. "Patient was sent to or for next day tip retrieval."

Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2019. Photo evaluation summary: the attached photo was investigated. The cannula was broken off from the probe handle, and the tip was missing in the image. The root cause of the damage is unknown. No device will be returned to neuwave for further investigation since the probe and tip were retained by the hospital. The root cause of the damage is unknown based on the photo review. Call home evaluation summary: call home was reviewed for system nm15nea00377. This was a bone ablation case. A pr15xt, nm18nhb75544, was connected to channel 3 and tested. An ablation was set to 1:00, 30w and the user stopped the delivery after 0:05. The probe was disconnected and this marked the end of the case. No device will be returned to neuwave for further investigation since the probe and tip were retained by the hospital. The root cause of the damage is unknown. Lot ml18113952 was reviewed (in process sn 2). Probe sn 1 had a crack in the outer copper conductor. There were no other problems seen during the manufacturing and testing of this lot.